Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bypass procedure in the stomach body, the stapler was not able to fire, the surgeon was unable press the green button nor squeeze the handle. Another device was used to resolve the issue. There was no patient harm.